Event description:
Reportedly, after the instrument was fired, its jaws would not open to release the tissue. Therefore, the surgeon used another instrument to resect the tissue, remove the instrument, and complete the case. Procedure: lavh. Pt status: no pt injury reported.